Event description:
It was reported that during an anterior resection procedure the anvil detached while the surgeon was extracting the stapler after firing. The surgeon had to make an incision proximal to the anastomotic line to extract the anvil. The case was completed with no adverse patient consequence.

Manufacturer narrative:
(B)(4). Photograph analysis a review of photograph taken during the procedure indicates, that something may have jammed preventing the transfer of the inner washer half to the staple housing of the device along with the tissue donuts. The three oblong holes observed may be from transecting staple line staples, or some other hard object. The holes may have been created by the knife pushing the hard object through the washer during the firing / tissue cutting stroke. The washer halves were of varying widths circumferentially, this typically is an indicator that an unbalanced tissue thickness was present and/or some solid object was compressed between the anvil and staple housing. As the washer appeared to be completely cut through, this indicates that the anvil remained attached throughout the firing and cutting stroke. It therefore can be concluded that the popping off of the anvil after firing was the result of the device being opened to far during removal. The forces generated by the material thickness /imbalance between the anvil and the staple housing may have also contributed.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties and did not fall out or detached during functional testing. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.